Event description:
Medtronic received a report that corelab imaging reported a new acute ischemic infarction in primary unaffected vascular territory following a solitaire procedure. The CT scan report from (B)(6) 2021 states that some small demarcated infarctions high frontal left. An MRI report from (B)(6) 2021 showed infarctions spread across the left high frontal external watershed regions, with involvement of the left precentral gyrus. The transmitted document stated that there was some thrombus still noted in the distal parieto-occipital and frontoparietal branch of this parietal branch (m3 segment), requiring no further thrombectomy. It was reported that the patient died in (B)(6) 2021. The cause of death was clinical deterioration with descent of consciousness and frequent cheyne-stokes breathing, increase in mass effect due to malignant edema of the extensive media infarct. Because of the bad prognosis, the patient and family decided on comfort therapy. The patient was undergoing treatment for an ischemic stroke located in the m2 segment of the right middle cerebral artery. The patient's baseline mrs, nihss, and tici scores were 1, 18, and 2a respectively. Post procedure these were 6, 19, and 2b respectively. IV tpa was not contraindicated. Three passes were made with the device. The stroke onset was 11:15 and the reperfusion time was 16:11 on (B)(6) 2021. The access vessel was the femoral artery. Ancillary devices include a react 68 catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's stroke was in evolution.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on additional information received. Associated with rr#: 2029214-2022-00567 regarding the react-68 catheter used in the same event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the events were not considered related to the device or the procedure. Site conclusion was that the infarction and patient death was related to the index disease being treated. "After 2 passages recanalization of the parietal division, with residual thrombi in the m3 segments of 2 branches of this division. After 1 passage no recanalization of the temporal division, however, given the picture suggestive of ischemia of this area, no further thrombectomy was performed."

Event description:
Additional information was received indicating there was cerebral edema related to the embolic infarction on the left side. The embolic infarction was probably cardiogenic. The sponsor assessment determined the event to be related to the device and procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported the death is not related to the device or procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.